Event description:
Reportedly, the access pressure was positive ( + 200mmhg ) and no alarm on the machine when the catheter was kinked.

Manufacturer narrative:
Aquarius machine: the history log files of the machine were downloaded by the technician. After analysis of the history log files, it was confirmed that machine had positive access pressure during this treatment. 2. Aquarius machine: no history log files were available as the machine was at that time already used again. According to the received information, it was not possible to reproduce the described events. Unfortunately, an exact root cause for these events could not be found. There are several possibilities which can cause positive access pressure. As reported event is not related to defect of the machines, it seems likely that it could be related to an application error. Our edwards clinical specialist will contact co for determination of training needs of the hospital. MFR date: 2007.

Manufacturer narrative:
Device not returned for evaluation.manufacture year 2007.device was not returned for evaluation at the time of this report, therefore, no evaluation was performed (no method, results or conclusion at this time).